Event description:
During a laparoscopic assisted hysterectomy, three suture needles broke when the suture was used in suturing the pedicle. Two broken needle tips were retrieved without the use of x-ray; one was retrieved with x-ray search. There was no significant delay of the procedure and no injury to the pt.

Manufacturer narrative:
One broken needle was returned for evaluation. The needle was inspected under 20x magnification and revealed sharp instrument marks throughout the needle surface. Samples from this lot were tested for brittleness and strength. Half were manually bent and displayed no breakage. Tinius olsen strength testing was satisfactory. Lot history record was satisfactory. Based on the condition of the returned needle fragment, user handling may have contributed to the breakage reported.